Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the station was stuck at the login screen. The field service engineer (fse) dialed into the station, and found it was at the admin login screen. The screen was pulled down to access the admin menu, and the auto boot setting for carefusion application was enabled in the station configuration. The same configuration was applied to medication application, the station was then rebooted, and the medication application booted up correctly. The customer subsequently logged in and tested the system successfully. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck and the user was unable to log in. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.